Manufacturer narrative:
Reported event: an event regarding instability involving an unknown triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right knee revision performed today. Pt. Presented with "global instability" following a fall. Pt. Received a right-tka on (B)(6) 2023. Dr. Determined the pt. Suffered an mcl injury leading to his instability. Dr. Opted to revise to a cemented ps-femur and ts+ insert, baseplate component was left in-situ. No complaints filed against the components themselves, no further info available.